Event description:
Infection was reported. The device was removed. No further patient complications have been reported as a result of thisevent.

Event description:
It was reported the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4): the device was not returned however the save to disk was received and analyzed. The save to disk was reviewed and no anomalies were found. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.